Event description:
It was reported that during a laparoscopic nissen fundoplication with gastropexy, the device was leaking. When the device was removed from the patient for replacement, the top of the device broke. Another device was used to complete the procedure. There was no patient injury. It was later reported that "normal torque" had been used by the surgeon, there did not appear to be a drop in pressure, and no device had been inserted into the trocar at the time of the leaking.

Manufacturer narrative:
Final device investigation found that the device was returned with the proximal housing no longer attached to the sleeve body. The inner seals were no longer in position. The obturator was not returned. As each device is visually and functionally tested prior to being released, no conclusion could be drawn as to what caused the reported event.